Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures. No product returned from user facility. Manufacturer results - customer complaint could not be confirmed.

Event description:
Original report from idtf: 2.4 inr on multiple tests with protime system vs. A 3.04 - 3.5 inr with unspecified lab system. Patient therapeutic inr range: 3.0 - 3.5. No report of adverse event, serious injury, or interventions.